Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress, once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesher gave an incomplete mesh on a previously recovered cadaveric donor skin. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: UDI: (B)(4). On (B)(6) 2018, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number 06500, for evaluation. The last repair was (B)(6) 2018 where it was reported that the cutter was returned with mesher (serial number: (B)(4). The bushings and collars were replaced. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device produced an incomplete mesh and the comb and roller gear were replaced. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the cutter was returned with mesher (serial number: (B)(4). The bushings and collars were replaced. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the cutter was returned with mesher (serial number: (B)(4). Product review of the skin graft mesher by zimmer biomet surgical on (B)(6) 2018 revealed that the calibration and sample mesh were both within specification. The roller and roller gear were both damaged. Both cutters sent in produced incomplete meshes. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller and roller gear. The collar, bushings and gear was replaced on the 1.5:1 cutter. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the customer¿s cutter produced incomplete meshes. The cause of the incomplete mesh was due to the damaged cutters. The root cause of the incomplete mesh could not be determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.